Manufacturer narrative:
Bench repair evaluated the device and confirmed that there was an error code 1124 "check vent: battery failed" message and that the battery is from 2018 and has more than the 5 years of use indicated by the manufacturer. The battery and the filters were replaced. Following the test & verification procedure the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. To assure proper device performance, it was recommended to only use accessories and expendables approved by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a battery error. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Resolution and disposition are pending - investigation ongoing.